Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. After retraction, the stent fell off of the delivery system. No pt injuries or complications occurred.